Manufacturer narrative:
(B)(4). Concomitant medical products- cp113641 name: vngd ti fem ps 67.5mm lt lot: 759060, 141212 name: biomet ilok pri tib tray 67mm lot: 283820, 184764 name: series a pat std 31 3 peg lot: 298780, 141310 name: biomet I-beam pri stem 40mm lot: 113370. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01687.

Event description:
It was reported that a patient is undergoing a revision procedure due to experiencing limited range of motion. Attempts have been made and no further information is available.